Event description:
Add'l info was obtained from the customer. The physician attempted closure of the arteriotomy with the closer tsl 6fr device. It is reported that no fluoroscopy was done prior to the use of the closer. The device worked well and hemostasis was achieved. Shortly thereafter, it was noted that the pt's groin and distal pulses were reduced or absent and the leg was changing color. The pt was taken to surgery where the suture was removed and a darcon patch placed in the iliofemoral artery. Add'l info obtained indicated the surgeon found that the suture was through the artery and had also tied off a posterior branch which constricted the flow.